Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon opened a new device. The surgeon placed it on the tissue with a green reload (no peri-strips/buttress used) it fired once and was hard to fire, but then would not open. The surgeon tried to open the device, but it would not open, then graspers were used to pry open the jaws. When the surgeon fired the light grey trigger opened with the dark grey trigger which seemed unusual. The device was handled to the rep with a green reload fully fired. A second device was opened and everything was fine. Surgery was prolonged ten minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 06/11/2010. Evaluation summary: the analysis results showed that one long60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the mfg process.